Manufacturer narrative:
An event of valve explant due to stenosis was reported. The pannus ingrowth noted upon explant was confirmed, as there was marked fibrous pannus ingrowth on the inflow and outflow surfaces of all three cusps. This pinned folds and retractions in all cusps, creating incomplete coaptation. Cusp 3 was torn. All three cusps were fibrotically thickened. No inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the underlying pannus could not be conclusively determined. The valve had been implanted in the pulmonary position. The valve is not indicated for replacement of a pulmonary valve. Per the instructions for use artmt100110484 rev. A, "the epic supra valve is indicated for patients requiring replacement of a diseased, damaged, or malfunctioning native aortic heart valve. The epic supra valve may also be used as a replacement for a previously implanted aortic prosthetic heart valve."

Event description:
On (B)(6) 2016, a pulmonary valve replacement (pvr) was performed and a 21mm epic supra valve was implanted off-label. On (B)(6) 2019, re-do pvr was performed due to stenosis and the valve was explanted. Upon explant, pannus ingrowth was observed on this valve; however it is unknown where on this valve the pannus had formed. A 21mm carpentier-edwards perimount magna ease aortic heart valve was implanted. The patient's postoperative course was uneventful and is reported stable.